Event description:
A physician reported a pt who was originally skin test on 4/21/99 with negative results. The pt had a history of multiple treatments without event. In 1999, the pt was treated in the glabella and upper vermilion border. During the treatment, there was no unusual blanching or dramatic color change noted. Immediately, following the procedure, the physician noted bruising at the right glabella injection site. The physician recommended the application of ice for the bruising. On 11/6/99, the pt called the office and reported when she arrived home, the right glabella area was more bruised. The pt also noted pain and tenderness at the glabella the night of 11/6/99. On 11/6/99, the pt reported a blister at the glabella. On 11/8/99, the pt was examined and the physician noted a moist pustule at the right glabella injection site. The physician prescribed topical bacitracin and oral levaquin. The physician diagnosed the symptoms as probable vascular event [necrosis].